Manufacturer narrative:
The sample are venous draws qc was within the customer's established range pre and post the event. A bci field service engineer (fse) performed the followings: an system check, high sensitivity system check and precision run; all runs performed passed. Completed preventive maintenance after the initial system verification runs. Reran system check and qc. All test passed. Verified repair per established procedures. Results met published performance specifications. Fse did not identify any hardware issues associated with this event. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to four (4) erroneous high ck-mb results on one patient generated by access 2 immunoassay analyzer. The results were reported out of the laboratory. The samples were repeated on the same unit and an alternate unit. Lower results within the normal reference range were obtained from both units. Per customer, no injury or change in treatment was associated with this event. Patient's sample 1 and 2 results were captured in MDR 2122870-2010-00853.